Event description:
Consumer has called in and alleges that the screw on the right brake assembly keeps falling out. The end user was not injured. A new part has been sent in order to repair the device.